Event description:
It was reported that a patient experienced and peritonitis manifested by alteration of general conditions, cloudy effluent, abdominal pain, and fibrin coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day as onset, the patient was hospitalized for peritonitis. The patient was treated with cefacidal (intraperitoneally, 1g, for four days, frequency not reported) and flagyl (intravenously, for four days, dose and frequency not reported) for peritonitis. One day after discontinuing treatment with cefacidal and flagyl the patient began treatment with ciprolon (intravenous, dose, frequency, and duration not reported). At the time of this report, the patient was still hospitalized. The action taken with the dianeal therapy was not reported. No further information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).